Event description:
Physician attempted to implant an abre self-expanding stent with a 10fr non-medtronic (boston scientific) sheath and an 145 035 non-medtronic (merit bentson) guidewire during treatment of a 150mm soft tissue lesion in the patient¿s right distal external iliac vein (eiv). Lesion exhibited more than 50% stenosis. Vein diameter reported as 16mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre and post dilated with a 16x6 non-medtronic (cordis) device. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Stent deformation upon deployment in vivo was reported. The stent was observed to have shortened. The length of the deployed stent in vessel was 130mm. The stent placement was not adjusted after initial flowering of stent. An additional non-medtronic (boston wallstent) stent was required. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Still image evaluation one still image was provided for evaluation. It is not possible from the still image provided to confirm any deformation or any shortening of the stent. Product analysis visual inspection: the device returned with the red locking pin removed from the handle the size indicated on the strain relief is 9f 16mm x 150mm the stent was not returned with the device and a kink was observed on the inner tubing the length of the exposed inner tubing was 150mm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.